Event description:
A physician was attempting to use a fibernet embolic protection system in a patient. During preparation of the device, a small protective sheath covering the wire tip of the fibernet was observed. The small protective sheath on the wire tip that has not previously been on the fibernet was removed. After the protective sheath was removed, the device was able to be used in normal fashion without any complications. No patient injury or other sequelae were reported for this event. Analysis of photographic image: a photograph of the additional component that was removed from the device was received. It is reasonable to consider that the tube that was found is a polyimide tube used during the device assembly process and was not removed during the manufacturing process.

Manufacturer narrative:
Evaluation, results: out of specification (additional component on device); conclusion: device was out of specification in a manner that relates to event (additional component on device). (B)(4).